Event description:
It was reported the pt rec'd bilateral 6f angio-seal sts plus deployments following treatment of a right common iliac artery stenosis with iliac stenting via bilateral groin punctures using 5f sheaths and catheters. A 50% residual stenosis due to an eccentric hard plaque was noted. There was no significant improvement to the diameter of the stenosed area despite angioplasty using 8 millimeter (mm) and 10mm balloons; however blood flow was improved in the right iliac vessel. No complications were reported. One week later, the pt reported to the hospital with an infection of the lymph nodes surrounding the left femoral artery. A vascular surgeon excised the lymph nodes and discharged the pt once the pt was feeling better. The pt's condition deteriorated and a surgical excision of the left common femoral artery aneurysm and a graft to repair the artery was performed 133 days following the initial stent procedure. The pt was discharged. The pt returned to the hospital after falling at home with loss of sensation to the legs. A CT and ultrasound revealed a cervical spine infection (abscess) and paralysis due to sepsis. The pt is now an inpatient and is receiving long term antibiotics (type and dose unknown) via a PICC line. The pt's condition was reported as recovering, but unstable as treatment for sepsis continues. The event date is year specific. The physician stated the angio-seal did not cause the infection, but the foreign body may have contributed to the pt's deteriorating condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible, since the lot number was unavailable. Based on the information rec'd, the cause for the sepsis remains unknown. The angio-seal pt information guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instruction for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.